Event description:
Cayenne medical was notified on 12/31/2015 that during an acl reconstruction surgery case, the sales representative noticed that the end potion of the central screw in the implant had broken off and was still attached to the inserter. It was also reported that the surgeon faced some difficulties during removal of the inserter where the purple knob would not pull back to disengage the inserter from the deployed implant and therefore, the surgeon had to give the white deployment knob an additional turn(s) and that point an abnormal sound was heard but the source of the sound could not be identified. The surgeon was able to remove the inserter. The surgeon was then notified by the sales representative about the screw head that was still attached to the inserter. The failure mode will not adversely effect the patient's acl reconstruction.